Event description:
Philips received a complaint by the customer on the v60 indicating that the device was being used to create a treatment plan for respiratory assist. The device alarmed while on the patient. There was no patient or user harm. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is requesting onsite service for repair. The rse recommend the fse to perform the pvt. The manufacturer's field service engineer (fse) was dispatched to the site and discovered no error codes or issues with the original poc concern. The reported issue was not duplicated, the device was confirmed to be operating per specifications and no failure was identified. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.